Manufacturer narrative:
The investigation of automated imeplla controller (aic) - purge issue ¿ other has been completed. According to device and data analysis the root cause of the alarm was the defective purge pressure sensor. D9 date device returned to manufacturer added. D2 common device name revised on manufacturer device report 1220648-2024-13208 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-13208 in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a 60-year-old male patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the associated automated impella controller (aic) failed during support, and despite troubleshooting, the medical staff had to replace the aic. No patient harm has been reported.